Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was flashing and alarming with white screen. The customer's blood glucose was 11 mmol/l at the time of incident. The customer stated that they removed the battery but the insulin pump would not turn off. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in flashing white lcd with audio beeps due to cracked lcd controller. We were unable to perform displacement test due to display anomaly. We were unable to verify battery type alarms due to flashing white lcd. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, faded serial number label and peeling end cap address label.